Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that it was not possible to use the infusion set as the cannula housing had unlocked when removing the needle box resulting in pulling the cannula from the puncture side.